Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/08/2016 with the following findings: during testing, the pump was powered on and the bolus button was unresponsive to user presses. No damage was observed to the bolus button cover. The bolus button cover was removed, and contamination was observed under the button contact. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.